Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure, high capture threshold was observed on the left ventricular (lv) lead. The lv lead was replaced to resolve the event. The patient was in stable condition.